Manufacturer narrative:
Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hospital. (This follow-up MDR was mailed to the FDA on 11/16/98).

Event description:
Event: (cc# 98-00472) after iabp for 140 hours, the "blood detected" alarm sounded from the system 97e pump and the iab leaked. On 9/17/98, datascope was notified that the iab was inserted into the patient on 4/3/98. On 4/12/98, the "slow gas loss" alarm sounded from the system 97 e pump and blood was noted in the balloon. The iab was removed and a second iab was inserted into the patient. On 10/21/98, datascope was notified that the iab was probably discarded by the facility. [Event complications]: none from the event - reported 4/17/98, 9/17/98. [Patient's current status]: expired - rpt'd 4/17/98.